Event description:
Hospital reported ats tube at back of drain detached while transferring patient from chair to bed. They had two events, however, no event details were provided. Patient is fine.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Recall initiated 11/07/2013 reference report number: 1219977-10/24/13-005-r.